Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and mesh was used. The patient also had the monarch subfascial hammock, ams, implanted. It was reported that the patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to rectocele, enterocele, and perineal defect. It was reported that following insertion the patient experienced pain, urinary/bowel problems, and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Reason for surgery: mixed urinary incontinence and low pressure urethra.

Manufacturer narrative:
(B)(4): undefined medical treatment. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.